Manufacturer narrative:
Section d references the main component of the system. Other medical products in use during the event include: brand name evolut fx dcs; product ID d-evolutfx-2329 (lot: 0013092710); product type: 0195-heart valves; h6. The codes present in section h6. Correspond to multiple components/products that comprise this reported event. Select patient information cannot be included in the regulatory report due to regional privacy regulations.  Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a transcatheter aortic valve implant procedure, a pre-implant balloon aortic valvuloplasty (bav) was com pleted with rapid pacing. Once rapid pacing was turned off, right bundle branch block (rbbb) was noted. Rapid pacing was then continued intraoperatively as the transcatheter valve was implanted with the aid of intracardiac echocardiography (ice). After implant, it was confirmed that the valve was not in contact with the patient's membranous septum. Additionally, after implant of the valve, the rapid pacing was discontinued. After discontinuation of the pacing, there were occasional electrocardiogram (EKG) changes noted. Subsequently, the temporary pacing catheter was left in place. Further following completion of the procedure, the patient's level of consciousness was noted to be suboptimal, which lead to concern that a stroke had occurred.

Event description:
It was reported that during a transcatheter aortic valve implant procedure, a pre-implant balloon aortic valvuloplasty (bav) was com pleted with rapid pacing. Once rapid pacing was turned off, right bundle branch block (rbbb) was noted. Rapid pacing was then continued intraoperatively as the transcatheter valve was implanted with the aid of intracardiac echocardiography (ice). After implant, it was confirmed that the valve was not in contact with the patient's membranous septum. Additionally, after implant of the valve, the rapid pacing was discontinued. After discontinuation of the pacing, there were occasional electrocardiogram (EKG) changes noted. Subsequently, the temporary pacing catheter was left in place. Further following completion of the procedure, the patient's level of consciousness was noted to be suboptimal, which lead to concern that a stroke had occurred. Additional information was received that a mild cerebral infarction was confirmed on the head computed tomography (CT) scan findings and the patient was in recovery post-operatively. Following the implant of the valve, the right bundle branch block (rbbb) persisted; however, intrinsic rhythm was present and was managed with observation.

Manufacturer narrative:
Updated data: b5. Corrected data: b2. Outcome attributed was erroneously omitted from the initial medwatch. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Updated data: b5. H6. Additional codes. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received that a non-medtronic balloon was used to complete the pre-implant bav. The delivery catheter system (dcs) was inserted when the rbbb occurred. A permanent pacemaker was implanted to treat the rbbb. Per the physician, the dcs did not cause or contribute to the rbbb. Additionally, the stroke was not confirmed.

Manufacturer narrative:
Corrected data: b2: outcome attributed to adverse event. Intervention required was inadvertently omitted in the initial report. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.